Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. These signals were oversensed, however no impact to therapy was noted. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).